Manufacturer narrative:
The device is in used condition. The complaint listed simultaneous deployment¿. T1 was not returned. T2 and suture were returned but separated from the needle. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycled and advanced. No mechanical problem was found. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that during a meniscal repair procedure t1 and t2 deployed simultaneously. All implants were removed and a backup device was used to complete the procedure. No injuries or complications were noted as a result.